Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Was reported that the patient presented to the hospital for an unrelated reason. A device check revealed that the right ventricular lead exhibited increased capture thresholds. The patient was referred for subsequent lead revision. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
New information received noted that the right ventricular lead was explanted and replaced due to increasing threshold and intermittent loss of capture. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The reported events of inadequate capture and intermittent capture were not confirmed.